Event description:
On (B)(6) 2010, the patient's wife reported that "over a year ago" insulin was spilled in the cartridge compartment of the infusion device. She stated the plunger of the insulin cartridge became stuck to the piston rod of the infusion device a full cartridge of insulin was spilled. The patient switched to the backup infusion device and the primary device was cleaned and allowed to dry for 3-4 days. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.